Event description:
In 2009, the patient reported that for the past 2 months, she has had elevated blood glucose levels. She said she will notice her blood glucose is elevated and when she changes her insulin infusion headset, it is soaked with insulin. She stated this happens with 1 out of every 3-4 infusion sets and has occurred 3 times with her current box. The headset usually is soaked on the second or third day of use. She stated she had an elevated reading this morning of 240 mg/dl with her normal range being 120-130 mg/dl. Symptoms were a headache and a "weird feeling". She said the cannula was not kinked today, though occasionally it is. She inserted a new headset and bolused 3.5 units and she is currently feeling better. She has stretch marks and some scar tissue. The patient was advised to try a different type of infusion set and courtesy samples were sent. On follow up with the patient a week later, she stated she has tried the samples and likes them. She said her blood glucose is back to "fairly normal". The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.